Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel/ replace belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving add gel messages in the absence of a prior gel release.